Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03789. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. The patient presented with a pleural effusion and small pericardial effusion at baseline. A watchman® access system (was) was positioned and then a 33 mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed once and released. After leaving the cath lab, the patient experienced a substantial drop in blood pressure. A transthoracic echocardiogram revealed a pericardial effusion. The patient was brought back to the cath lab and pericardiocentesis was performed. A 700 cc of fluid was removed from the pericardial space. The patient¿s pressure immediately returned to normal and the patient was taken to recover in his room. There were no further patient complications reported and the patient was noted to be fine. It was noted that the implanting physician stated that he believed the patient had a rupture in a small vessel prior to the procedure which was exacerbated by the anticoagulation (heparin) used during the procedure.

Manufacturer narrative:
Date of this report corrected from (B)(6) 2018 to (B)(6) 2018. (B)(4).

Event description:
It was further reported that the existing pericardial effusion at baseline increased. The patient was discharged without further intervention.